Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and occlusion tests. The pump was received with a cracked reservoir tube lip. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was loose. Customer's blood glucose level was unknown at the time of the incident. Report states that the insulin pump has crack on reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.